Event description:
It was reported in a scientific article that a vns pt experienced decrease in appetite and coughing/choking on food after 1 month of vns therapy. These symptoms did not resolve despite reductions in vns stimulation parameters and the pt subsequently underwent placement of a gastrostomy feeding tube. The author reported that the symptoms seen in the pt may have been related to vns therapy, but in the physician's experience, these symptoms were more likely a result of the natural clinical history of rett syndrome.

Manufacturer narrative:
Article citation: wilfong, angus, and rebecca schultz. "Vagus nerve stimulation for treatment of epilepsy in rett syndrome." Developmental medicine & child neurology (2006): 683-86. Print.